Manufacturer narrative:
The event of wound issue was reported to abbott. The patient's right dbs lead was exposed at the top of the head. Surgical intervention was undertaken wherein the patient's physician elected to remove the right lead and right burr hole cap to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's right dbs lead was exposed at the top of the head. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's physician elected to remove the right lead and right burr hole cap to address the issue. The patient may be reimplanted at a later date when the wound subsides.